Manufacturer narrative:
The technician replaced the red cable and the logic board and the issue remains. He said the hi/low works fine if the head section is above 45 degrees. The account decided to scrap the bed declined to repair.

Event description:
The account stated when lowering the hi/low, the bed will reverse itself and run up a few inches. This occurs about a foot above the low limit. The bed has been in the bed shop for about two months.